Event description:
Surgeon had a situation with 2 separate anchors whereby, when he tried to insert the anchor into the hole he had drilled the inserter buckled at the junction between the anchor and the inserter. The inner pin that screws down the grub screw inside the anchor was bent in the process rendering the anchor unusable. According to the sales rep, it is possible that the surgeon didn't have the anchor fully in the hole and this impact against bone was what caused the anchor to fail. Additional information stated the anchors broke upon insertion and were discarded (not left in place). In summary a hole was drilled and 2 different anchors were damaged when the surgeon tried to insert them into this hole. He decided to drill a second hole, into which a 3rd anchor was successfully inserted.

Manufacturer narrative:
(B)(4).